Manufacturer narrative:
This is an addendum to the initial MDR to document the receipt of the sample for evaluation. It was reported that approximately two weeks post implant the patient presented with a hernia recurrence. The sample was evaluated and noted to be intact, the dimensional measurements taken, noted the mesh to be in specification. There was residual tissue remaining adhered to the facial side of the mesh and a piece of suture grasped to the mesh; no other indications of suture or fixation marks could be observed. Regarding fixation and recurrence the IFU, which is provided with the device states, "to ensure a strong repair, the prosthesis should be secured with tacks or sutures through the polypropylene mesh straps or positioning pocket." And " to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Information regarding the implant and explant procedures is limited and based on the sample evaluation, we cannot conclusively make a determination as to what factors contributed to the patient's hernia recurrence. At this time this complaint remains inconclusive. If additional information is provided a supplemental MDR will be submitted.

Manufacturer narrative:
Based on the limited information provided, at this time no conclusions can be made. Details of the implant procedure have been requested from the contact as well as clarification of the implant date. As their report indicates two different dates of implant. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk and is listed in the adverse reaction section of the IFU as a possible complication. Arrangements have been made to secure the return of the sample, however to date davol has not received the sample for evaluation. If/when the sample is returned a supplemental MDR will be sent to document the findings. The information provided to bard represents all of the known information at this time.

Event description:
Per medwatch 3500 report: pt had ventral herniorrhaphy with bard mesh repair-(B)(6)2015. Returned for post op visit (B)(6) 2015 and physical exam revealed post-op recurrent ventral hernia at incision site. Returned (B)(6) 2015 for repair of recurrent ventral hernia. Findings reveal non-adherent bard mesh to the fascia on 1 side of the repair. After taking down, the mesh was removed and was covered with mesh underlay of stratus mesh. The mesh sat nicely without any tension. Pt was closed and extubated and taken to recovery.